Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bd perfix plug (device 2). An additional supplemental emdr was submitted to represent the bd perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2002 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device 1 and 2). (Note: there is no operative notes provided for this procedure) on (B)(6) 2008 - patient was diagnosed with colovesical fistula and adhesions thereby underwent laparoscopic converted to open repair. Per op notes, ¿dense adhesions of omentum and sigmoid colon was taken down. The adhesions in both left and right lower quadrant were lysed. The colovesical fistula was noted near bladder and excised the fistula. The sigmoid colon adhesions were lysed, and a part of colon was excised. Fibrotic tissue in inguinal region was excised and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Addendum h11: this is an addendum to the initial emdr submitted (MDR number: 1213643-2025-01108). It was identified that the emdr is a duplicate of a previously reported event (MDR number: 1213643-2014-00463). As such, this supplemental emdr is submitted to report the information. This supplemental emdr represents the bard/davol perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2002 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device 1 and 2). (Note: there is no operative notes provided for this procedure) (B)(6) 2008 - patient was diagnosed with colovesical fistula and adhesions thereby underwent laparoscopic converted to open repair. Per op notes, ¿dense adhesions of omentum and sigmoid colon was taken down. The adhesions in both left and right lower quadrant were lysed. The colovesical fistula was noted near bladder and excised the fistula. The sigmoid colon adhesions were lysed, and a part of colon was excised. Fibrotic tissue in inguinal region was excised and sutured.¿